Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular lead was explanted and replaced due to exhibiting high pacing thresholds, high out of range shock and pacing impedance measurements. This lead is expected to be returned for analysis. No further adverse patient effects were reported.